Manufacturer narrative:
Concomitant medical products: product ID: ddmc3d1 ICD, date of implant (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by oversensing noise that manifested as crosstalk where the rv lead was sensing the right atrial (ra) lead pacing triggering fast v-v counters to increment. It was also noted that the right ventricular (rv) lead had high pacing impedance. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead was explanted and replaced, and that prior to the extraction an outer insulation breach was noted on the right atrial (ra) lead and it was explanted and replaced as well.